Event description:
I had an epidural catheter inserted to do a trial of a medication pain pump in 2008. It was removed on four days later. I developed a spinal headache, requiring a blood patch on three days later. When fluoro was used to locate the proper injection site, it was noted that a piece of the catheter had broken off. It was unclear if it was in my soft tissue or in my spinal fluid, so I went for a CT scan to verify the location, which determined it was in the soft tissue. I will be having a permanent pump inserted, and I was told that they would remove the broken piece at that time. I have had sexual dysfunction since that time. Dates of use: 2008. Diagnosis: chronic pain. Event abated after use stopped: no.